Manufacturer narrative:
The returned valve was conforming its specifications and our quality department cannot confirm any the default regarding the adjustability. As the valve embeds a magnetic lock, strong enough to stay stable even during MRI, so under strong magnetic field up to 3t or mechanical shocks, the pressure position cannot spontaneously change.

Event description:
On multiple occasions, the valve failed to hold the desired setting. This led to valve replacement and surgery.